Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx trek instructions for use (IFU) states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Revised case description: it was reported that the procedure was to treat a mildly tortuous proximal diagonal artery. During preparation of a 2.5 x 12 mm trek balloon catheter, the hub pulled away from the shaft and was reconnected and continued to be used; however, the balloon would only inflate to 6 atmospheres. The device was removed and another 2.5 x 12 mm trek balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
It was reported that the procedure was to treat a mildly tortuous proximal diagonal artery. During preparation of a 2.5 x 12 mm trek balloon catheter, the hub separated from the shaft. The device was used anyway and the balloon would only inflate to 6 atmospheres. The device was removed and another 2.5 x 12 mm trek balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.